Event description:
It was reported that this implantable pacemaker displayed an alert for atrial arrhythmia burden. Stored atrial tachycardia response (atr) episodes showed far-field r wave oversensing. Battery status was good, and all lead measurements were satisfactory. This device remains in service and no adverse patient effects were reported.